Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed a broken assessed as surgical damage additional observations: no other observations observed. No further actions are required as the device was received out of its sealed package.

Event description:
Health professional reported "during device implanting it was noted a small hole with silicone leakage." Surgery was completed with back up device. Device contacted the patient.